Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports we received involving the same cusa handpiece - refer to mfg report number 3006697299-2025-00141. An authorized distributor reported that during surgeries, the cusa excel 23khz straight handpiece (c2600) seemed to be having misalignment issued due to which the suction tubing could not be connected properly. The user commented that the handpiece is working; however, it causes "cooling water error" intermittently and stops the session. The handpiece stopped after 5 min of working. Due to the handpiece being out of order, they used other techniques which led to increased surgical time of 3-4 hours. The procedure was completed by using "ligasure device and monopolar laparoscopic¿. There were no patient injuries. Name of hospital and country: (B)(6).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation completed so far of the returned handpiece (hp) shows from the images and video obtained that the hp is overtorqued. Root cause - the root cause is confirmed as hp overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in the torque wrench misaligning the dot on the handpiece and the handpiece connector. A CAPA has been raised to investigate overtorquing of the hp and is pending implementation of corrective action. Trends will be monitored for this and similar issues. If additional information is made available, a supplemental report will be submitted.